Event description:
The account alleged the side rail will not stay in the raised position. No pt impact.

Manufacturer narrative:
The account found the side rail end tube is broken. The account replaced the side rail end tube and ratchet rivets to resolve the issue.